Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the menu and check buttons on the patient's infusion device were only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.